Manufacturer narrative:
Investigation summary: a complaint of tubing breaking below drip chamber and leaking was received from the customer. A device history record review could not be performed on model 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that while using the bd alaris medical infusion system administration sets the tubing separated and there was leakage. The following was received from the initial reporter: verbatim: tubing broke off directly below drip chamber. No patient harm. Was there any leakage occurred? Yes.

Manufacturer narrative:
A sample was received for this complaint that did not match the product reported. The received sample will be investigated in complaint (B)(4). No product or photo of the reported material number was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed on model 2426-0007 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided. Material#: 2426-0007 batch#: unknown (customer provided (01)10885403221866). It was reported by customer that the tubing broke off directly below drip chamber and was leaking. Verbatim: rcc received a complaint via email. Email(s) attached. Tubing broke off directly below drip chamber. No patient harm. Additional information from customer are you able to provide the date of the event in format of dd-mm-yyyy? 06-06-2023. Are you able to provide the batch number? (01)10885403221866. How many occurrences of defective set(s) affected? 1. Was there any leakage occurred? Yes. Was issue being described noted before, or during used? Before administration was there any delay of, or change in, the course of treatment due to this event? Yes, it caused a delay because pharmacy had to remake the medication. What procedure was being performed? Priming medication. What medication was used in the procedure? Abraxane. Was the sample(s) contaminated with blood/body fluid/hiv or chemo? Chemo.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd alaris medical infusion system administration sets the tubing separated and there was leakage. The following was received from the initial reporter: verbatim: tubing broke off directly below drip chamber. No patient harm. Was there any leakage occurred? Yes.